Event description:
The spouse of the patient called lfs on 1/11/02 alleging the meter displayed the error 2 message. Spouse explained that in 2003, pt felt hypoglycemic. The symptoms were hunger and pt's language was not coherent. Hunger is a symptom of high blood sugar. Pt tested their blood sugar and obtained a reading of 466 mg/dl. Pt attempted to retest but the meter gave an error 2 message. Pt ate some cake and jam without being able to retest. Pt did not seek medical intervention. The issue was not resolved with troubleshooting.